Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: this device auto articulated inside a pt, all the way to the left and back to center on two occasions according to the surgeon. The device was not around tissue. Current pt status: discharged from hospital. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt. No reinforcement material was used.